Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had inadequate stimulation. It was also noted that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Event description:
A report was received that the patient had inadequate stimulation. It was also noted that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.